Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device showed the battery voltage pre/approaching eri (elective replacement indicator). The device recorded a battery voltage of 2.64v approximately 46 months after implant. Rough calculation of longevity indicates device should last 56.05 months and has been in use for 45.86 to date.

Event description:
It was reported the "device shoud have lasted longer". The device remains implanted and active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device showed the battery voltage pre/approaching eri (elective replacement indicator). The device recorded a battery voltage of 2.64v approximately 46 months after implant. Rough calculation of longevity indicates device should last 56.05 months and has been in use for 45.86 to date. Analysis results revealed the device met 86% of its expected longevity and the cause is unknown.

Event description:
It was reported the device was at elective replacement indicator and "should have lasted longer". The device was explanted and replaced. No patient complications have been reported as a result of this event.